Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent a spine procedure on approximately (B)(6) 2017 and suture was used. The patient presented dehiscence and a second procedure was performed on (B)(6) 2017, which was approximately 5 weeks after the initial procedure. Device is not available for return. No additional information is available.